Event description:
It was reported that during a prostate procedure, the surgical fiber broke after 26 seconds and 1,991 joules of use. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber model #0010-2400; lot #508a; serial #(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.